Event description:
Procedure: low anterior resection. According to the reporter: the device did not staple and the staples fell out into the pt cavity. The staples were retrieved and it extended the surgery time by about 30 mins. There was no report of pt injury.

Manufacturer narrative:
.